Event description:
It was reported that this device experienced an automatic lead safety switch to unipolar due to out-of-range pacing impedance on the right atrial (ra) lead. Episodes of noise were also observed. It was noted that the physician was planning to perform a magnetic resonance imagining (MRI) scan on this patient although the patient's implanted system may not be fully MRI conditional. No adverse patient effects were reported. The device was later replaced for normal battery depletion and the ra lead was surgically abandoned due to a product performance issue.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no additional information is expected, our investigation is completed. If additional information becomes available, this record will be updated.

Event description:
It was reported that this device experienced an automatic lead safety switch to unipolar due to our of range pacing impedance on the right atrial (ra) lead. Episodes of noise were also observed. It was noted that the physician was planning to perform a magnetic resonance imagining (MRI) scan on this patient although the patient's implanted system may not be fully MRI conditional. No adverse patient effects were reported. The device and leads remain in service.